Manufacturer narrative:
The onetouch ping insulin pump has been returned and evaluated by product analysis on (B)(6) 2013 with the following findings: there was visible moisture in the display and the display was unreadable. The pump powered up with audio and vibrator alarms. The investigator could not execute the priming steps due to the condition of the pump resulting from moisture. Pa was unable to perform additional steps due to the unreadable display and there was corrosion on the force sensor plate.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging they received a ¿pump is not primed¿ warning, so she disconnected her son from pump at skin site, completed rewind, when she got to the load cartridge step the pump dispensed all of the insulin out of the cartridge, then alarmed ¿no cartridge detected.¿ this complaint is being reported because the alleged issue was not resolved at the time of troubleshooting. There is no indication that the device caused or contributed to an adverse event.